Event description:
The reporter stated the surgeon inserted a cq2015a collamer aspheric three piece lens but had a difficult time getting the lens into the pt's eye. The lens was partially inserted and the incision was torn slightly. The lens was removed and another same model lens was implanted. Sutures were required to close the incision.

Manufacturer narrative:
Incision sutured, incision torn.